Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this system sought medical attention due to audible device tones. During an in office interrogation, impedance measurements were greater than 400 ohms. The physician elected to schedule a system revision, at which time the electrode was able to be pulled out of the device header in absence of loosening any setscrews. An electrode device connection issue was confirmed and a new device implanted in absence of adverse patient effects. The chronic electrode returned normal system measurements and remains implanted and in service with a new device. The explanted unit is intended to be returned for analysis.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies with the exception of induced tool markings on the outer case; likely induced during explant. Setscrew moved freely in both directions and no seal plug damage observed. Pin gauge testing, designed to verify proper port dimensions, was completed. The lead barrel measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical allegations and has been archived as meeting specifications.

Event description:
Boston scientific received information that the patient with this system sought medical attention due to audible device tones. During an in office interrogation, impedance measurements were greater than 400 ohms. The physician elected to schedule a system revision, at which time the electrode was able to be pulled out of the device header in absence of loosening any setscrews. An electrode device connection issue was confirmed and a new device implanted in absence of adverse patient effects. The chronic electrode returned normal system measurements and remains implanted and in service with a new device. The explanted unit was returned for analysis.